Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 2g22 that has a similar product distributed in the us, list number 4p53.

Event description:
The customer stated that three different samples from the same patient generated (B)(6) architect hbsag qualitative ii results. (B)(6). Retesting for both samples was reactive (no exact values provided). Hbsag confirmatory testing was (B)(6) for both samples. (B)(6). The customer suspects the third sample to be a (B)(6). The patient's vaccination status is unknown. No adverse impact to patient management was reported.

Manufacturer narrative:
The customer reported a potential false non-reactive hbsag qual ii result for one serum patient sample while using an unknown lot of architect hbsag qualitative ii reagent list 2g22-25. Complaint trending report review determined that there are no non-statistical or adverse trends for the product for the complaint issue. Testing could not be performed in this case as the lot number is unknown. No customer returns were available. It is unclear why a nonreactive hbsag q2 result was obtained for the serum sample compared to reactive and confirmed positive results for 2 plasma samples from the same sample draws tested on the same day. However, the large difference in s/co values for the 2 different plasma tube types does indicate that sample integrity may have been an issue in this case and this may also have impacted the serum sample, contributing to the discrepancy observed. A review of labeling concluded that the issue is sufficiently addressed. Based on the available information, no product deficiency was identified.